Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis (dka). We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient consulted their doctor and was diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for 8 hours. The pod was applied at 3:00 pm and at 11:00 pm the patient realized, whilst talking to the doctor, that the cannula had not inserted under the skin at the infusion site (abdomen). Symptoms reported included extreme stomach pain, back pain and confusion. The patient was advised by the doctor to inject themselves with 10 units of insulin, increase fluid intake, change their pod and, with the assistance of the doctor, they adjusted their basal program settings to 2 units per hour. When the pod was removed, the cannula was found to be folded back and stuck to the back of the pod.